Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No battery out limit alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners.

Event description:
It was reported that the insulin pump buttons were unresponsive, had blank screen and alarmed battery out limit during entering carbohydrates. Troubleshooting was done. Customer's blood glucose was 141 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).